Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, upon initial inspection parallel lines of shell wear were observed on the anterior aspect and an area of siltex cracking in the posterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Facility information: (B)(6). This report contains supplemental information for mentor psr reference number ip-00535076. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 275cc and experienced bilateral rupture. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the left breast implant. This report contains supplemental information for mentor psr reference number ip-00535076.

Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date was reported incorrectly in 3500a initial report. The actual awareness date was 4/23/2019. The due date for the report was 5/23/2019. Manufacturer¿s reference number: (B)(4).